Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's initial and weight were not provided. The model# was not provided. This event is related to mdrs 1810909-2020-00253 and 1810909-2020-00254.

Event description:
The customer from (B)(6) reported that he performed blood glucose testing with his contour next link 2.4 meter and obtained readings of 33.3 mmol/l, 28.0 mmol/l and 33.3 mmol/l between 12:01 p.m. To 12:03 p.m. The meter automatically marked them as control tests, so the readings will be displayed as control results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, in-house contour next test strips from lot # 9cpeg08a were used to perform testing. The returned meter was tested with in-house test strips, which gave a satisfactory performance. All blood glucose readings obtained during in-house testing were properly marked as blood readings in the meter's memory.